Event description:
A clinical engineer reported that during a vitrectomy case of the right eye, the tip of one cutter broke off before entering the eye and a second cutter would not work. There was no patient harm reported. No additional information is expected.

Manufacturer narrative:
One sample was returned for "tip of cutter broken". The sample was visually inspected using (B)(4) magnification and it was found to be nonconforming because the tip of the needle was broken off at the port. The probe was disassembled and the components inspected. There was approximately 45 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There were gouges on the cutting edge of the inner cutter. The device history records (DHR) for the lot was reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to the company's acceptance criteria. The root cause for the broken tip was material failure. The repeated impact of the inner cutter on the head of the needle may result in failure of the tip of the probe, as observed in the complaint sample. The cutter should not impact the end of the needle during use. The sample also displayed evidence that it was used extensively. The vitrectomy portion of the procedure is typically less than 20 minutes and the vitrectomy probe is intended for one procedure only. It appeared that the probe was functioning properly for 45 minutes before the tip broke off. The likelihood of the tip breaking off as a result of the impact from the inner cutter, as observed in the complaint sample, increases with extended cumulative use of the probe. A second sample was returned for "would not work". The sample was examined using (B)(4) magnification and it was found to be nonconforming. The needle was bent at the stiffener sleeve and there was a piece of metal inside the port. Aspiration, actuation, and cut testing were performed and all were found to be nonconforming. The probe was disassembled and the components inspected. There was significant resistance felt when removing the inner cutter from the bent needle. There was 10 - 15 minutes of wear on the inner cutter when compared to wear visual standards. There appeared to be surgical residue inside the inner cutter. There was also a piece of metal inside this residue at the top of the inner cutter. This piece of metal looked like the tip of the probe needle. The device history records (DHR) for the lot was reviewed. No abnormalities that could have contributed to the customer complaint issue was found during the DHR review and the product was released according to the company's acceptance criteria. The root cause for the nonfunctioning probe was that a piece of metal stuck inside the top of the inner cutter. The first probe used during surgery developed a broken tip. It appeared that this probe was then used during that same surgery and aspirated the piece of the broken tip from the prior probe that was left behind. It appeared this piece of metal then became stuck with the surgical residue inside the top of the inner cutter and caused the probe not to function. Unable to determine how or when the needle became bent. No additional information is expected. (B)(4).